Event description:
It was reported that the patient passed away due to acute respiratory failure in the setting of intracranial hemorrhage as a complication of end-stage heart failure. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.